Event description:
It was reported that the pt's neurostimulator was completely discharged and had to be explanted and replaced. It was noted that the pt had neglected to keep the device recharged. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.